Event description:
It was reported that pre-op, the patient interfaces were not connecting to the console. The interface cables were properly connected to the console. This system¿s console updated to the newest software but the port wasn¿t updating the patient interface boxes when tried to cord them. Rep was told it needed to go in in order for the patient interface boxes to be updated. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) and product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis could not verify 'no communication.' Defective pi cable/not this console. Unit presented with sw:(v1.7.5) and a broken eic pcba stim 1 knob. Product analysis for product ID:nim4cpb1 serial number: (B)(6) could not verify 'no communication.' Pi cable was defective/not the pi box. Unit presented with sw:(v1.5.4) and fully charged batteries. Updated to sw:(v1.7.5). H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Fdr c19 and fdc d01 are applicable for nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.